Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was late yesterday afternoon the patient noticed their right foot was getting numb. Patient pressed their back against their chair and the stimulator did not work. Patient looked at their controller and the intensity was at 0.0. During call patient service walked patient through turning their stimulation back on and increasing stimulation to .9 which pt confirm started to help. The troubleshooting steps that were taken on the call resolved the issue.